Event description:
It was reported that following an endoscopic examination, the spo2 value dropped without any alarm from the device. It was also reported that the most likely cause was an incorrect basic configuration of the device, i.e. The pressure and spo2 alarms were permanently deactivated. There was a patient injury reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation is completed.